Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 06-jan-2023, it was reported that two weeks ago the patient's infusion set's tubing got detached while sleeping. The site location was patient's abdomen, and the pump was located on the same side. The infusion had been used for 1 or 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. At the time of this report, the patient's blood glucose level was 22 mmol/l.